Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed that one pin of the power cable plug was oxidized, leading to a higher contact resistance which caused a higher temperature than usual after pulling the plug out of the power socket. The reason for the oxidized plug contact could not be determined; however, according to expert opinion the most likely reason is external influence such as acid which is included in many cleaning agents or similar substances. The entire power cable, plug included, has been exchanged by the local service organization. The error did not reoccur. The manufacturer is not considering further actions at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an operator suffered an injury while operating the siremobile compact l system. When the operator was winding the main power cable around the trolley handles, the metallic plugs touched the operators hand causing a small burn and area of redness. We are unaware of any impact to the state of health of the operator involved.